Manufacturer narrative:
On july 9, 2021, mentor became aware that patient's date of birth is (B)(6) 1973, and patient's age at the time of event was 45. Hence, following fields have been updated on this form: patient's date of birth has been updated from "(B)(6) 1993" to "(B)(6) 1973" under field a2. Patient's age at the time of event has been updated from "25" to "45" under field a2. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2021, mentor became aware that patient also experienced left side implant fold and right side breast mass in addition to left side rupture, and capsular contracture; baker grade IV. The right side device was intact upon removal. Bilateral ptosis was also found. The replacement devices used on (B)(6) 2021 were catalog number shpx415; serial number (B)(6) on the left side and catalog number shpx415; serial number (B)(6) on the right side. Health effect - clinical code "breast mass" has been added to field h6 on this form. Medical device problem code - "adverse event without identified device or use problem" has been added to field h6 on this form replacing "material rupture" code. On june 15, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. On (B)(6) 2018, patient had an MRI that revealed bilateral rupture. On (B)(6) 2021, mentor became aware that patient also experienced left side capsular contracture; baker grade IV. As a result, the devices will be explanted on (B)(6) 2021. This report is for the patient¿s right-sided device.